Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 bursts of anti-tachycardia pacing (atp) and 2 shocks as inappropriate therapy for supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data. Ts noted how the device had high out of range shock impedance measurements, with the rise been gradual. Ts discussed therapy delivery effectiveness based on current measurements, with lead replacement recommended. This device remains in service. No additional adverse patient effects were reported.